Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, infection, adhesions, pain, mesh separation, mesh detachment, foreign body reaction, fractured mesh, chronic inflammation, mesh erosion, dense fibrous tissue, focal calcification, loculated fluid collection, thickening of non-obstructed small bowel loops, small bowel obstruction, abdominal discomfort, nausea, seroma cavity, fat necrosis, erythema, induration, abscess, loculations, thinning of rectus muscle sheath, <(>&<)> slow bleeding. Post-operative patient treatment included abdominal wall reconstruction, revision surgery, mesh revision, removal of mesh, hernia repair with new mesh, pain medication, antibiotics, ng tube, epidural, physical therapy, pico dressing placement, cat scan, CT scan, hospitalization, bilateral fascio-cutaneous flaps, lysis of adhesions, repair of hernia, component separation, hernia sac resected, debridement of necrosis; skin; subcutaneous tissue, replacement of jp drain, drainage of abdominal wall abscess, loculations broken up, & wound care.

Manufacturer narrative:
H6 ime e2402: thickening of non-obstructed small bowel loops, induration, loculations medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: added h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.